Event description:
Customer reported receiving multiple occlusion alarms. Customer's blood glucose level was impacted. The customer reverted to alternate diabetes therapy. During troubleshooting with tandem technical support, the pump functioned as intended. Pump data showed that cartridge changes occurred between 3-5 days. Customer stated that insulin vial is typically stored in a bathroom drawer. Customer stated insulin could be the reason for occlusion alarm.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.